Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During use of a viperwire flex tip guide wire, the guide wire spring tip fractured when it came into contact with the orbital atherectomy device (oad). The type c target lesion was located in the left circumflex artery(lcx) and was treated via the femoral approach. The vessel was non tortuous, and 90% stenosed with a vessel diameter of 2.00mm. The oad was operated for five treatments in the lcx when the oad made contact with the guide wire spring tip and the spring tip fractured. After treatment was completed, two additional wires were used to retrieve the fragment, and stent placement was performed. The patient condition was reportedly well.